Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
The customer reported "software (B)(4) don't identify often intermittent the batteries". There was no reported patient involvement.